Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified surgery in the lower jaw using rhbmp-2/acs. Post-op, the patient developed a swollen lower jaw that has been on-going for 2.5 weeks since the surgery. The surgeon informed the patient that swelling could last 3-4 weeks. No additional information has been provided at this time.